Manufacturer narrative:
(B)(4). Batch # n56y5y. Device evaluation: the analysis results showed that one ec60 device was returned with no visual non-conformances and with five cartridges reloads present. The reloads (b, c, d and e) were received fully fired. The reload (f) was returned unfired with the pan partially dislodged and 5 drivers out of position making the reload non-functional. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge b and c: ecr60g, n54n3d; cartridge d: ecr60b, n56w4l; cartridge e: gst60w, n55593; cartridge f: ecr60g, p55l4j.

Event description:
It was reported that during the endoscopic right upper lobectomy, could not fire on the 1st firing with white reload. Could not fire farther after fired a half with blue reload. Changed another two green reloads and the event re-happened. Another device was used to complete the surgery. There were no adverse consequences to the patient.